Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the iol was exchanged and the event has resolved.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scuffed and scratched-rejectable. The optic was also torn/split/cracked (possibly cut). The removed portion of optic was not returned. A lens bench evaluation could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4). (B) (4).